Event description:
It has been reported that after total hip arthroplasty, the patient fell and secondary femoral fracture occurred at the distal part of stem. On 08/25/98, the fracture was fixed with dall miles plate. The patient fell again, plate was found to be broken and it was extracted on 01/12/99.